Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer lost the drive support cap. Their blood glucose was 410 mg/dl. They stated that the pump had not been dropped or damaged. The customer did not mention how they treated their blood glucose level. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, end cap broken off and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.